Event description:
This is a report from a home patient's dialysis nurse of a patient that developed peritonitis on (B)(6) 2010 due to gastritis and was hospitalized the same day. Treatment was not reported. The patient was recovering from the event and was discharged from the hospital on (B)(6) 2010. On (B)(6) 2010 the patient was readmitted to the hospital and on (B)(6) 2010 was diagnosed with esophagitis. Treatment was not reported. The patient was recovering from the event. Dianeal therapy was ongoing. The nurse believed the events of gastritis, peritonitis and esophagitis were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Based on the information obtained during baxter's investigation, this incident was determined to be related to the patient's medical condition.